Manufacturer narrative:
The device history record (DHR) of lot numbers 6742877 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
Additional information was received from author on (B)(6) 2018. Details of 7 patients were provided, therefore current supplemental report is to report complication of patient #1, other 6 patients are submitted to FDA separately. Patient #1 used mentor device with catalog 354-7216, lot 6742877. Date of infection was (B)(6) 2013. Infection was procedure related, no body impairment was involved. Patient required hospitalization, surgery, antibiotics and fully recovered. (B)(4).

Manufacturer narrative:
Other companies¿ device were used in this study: sterilized alloderm acellular dermal matrix (lifecell). No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that 7 patients in the pre-intervention group underwent breast reconstruction surgery and suffered infection resulting in explantation. All infections occurred within the first 6 weeks following surgery. Title: ¿absorbable antibiotic beads prophylaxis in immediate breast reconstruction.¿ the purpose of this study was to evaluate the effects of this protocol modification on periprosthetic infection rates that resulted in explantation of the expander. The study was conducted from dec 2012 to june 2016. Mentor biodimensional textured surface expander with an integrated valve was used in this procedure, however catalog and lot number are unknown.